Manufacturer narrative:
The product was not returned for investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after one day of impella cp support an attempt was made to wean the patient off bypass, however the pump could not be repositioned into an optimal position. Due to the patient's hemodynamic needs, the decision was made to escalate to impella 5.5 support. No patient harm was reported.